Event description:
During evaluation of a returned spectrum pump, the device was found to have a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have delayed keypad output. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be the processor board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.